Manufacturer narrative:
The pod was received fully deployed with the adhesive pad fully attached. No damages or deficiencies were observed to the soft cannula that could have contributed to the reported dislodged cannula. The cause of the reported dislodged cannula could not be determined. Investigation of the returned device found that no alarms had been generated by the pod. Inspection found no issues that would contribute to a hazard alarm.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Operating system: up1a.231005.007.s908usqs3dwl4. Hardware: sm-s908u. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 360 mg/dl while wearing the pod between 36 and 48 hours. The patient experienced a sharp pain at the insertion site approximately 4-5 hours after they had inserted it. The patient received an occlusion alarm. After removing the device from the infusion site (arm) it was noticed that the cannula was positioned sideways and realized it was not actually in the arm, indicating a dislodged cannula. The patient had stated they thought the cannula had inserted initially and must have dislodged later.